Event description:
(B)(4). Date of event, (B)(6) 2012. According to the information received, there was a report of a urine bag, combined with an external male catheter, which caused the patient's penis skin to be itching and swollen. The complaint stated that the patient was taking antibiotics.

Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.